Manufacturer narrative:
Evaluation summary: the reported condition of the pump kept beeping was confirmed during product evaluation. Inspection of the device also found failure code 570:320:844 in the pump's event history file. The main batteries were also five discharges below their alarm threshold. The main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue.this issue is currently being investigated under CAPA.

Event description:
The facility reported a pump that keeps beeping. It is unknown when this problem occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.